Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps cables were frayed right before the instrument stopped working. Pulley cable snapped and ceased to work. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.